Event description:
The customer reported that the device failed the leak test. During evaluation of the returned device, the bending section cover has fallen off. There was no patient or user injury reported.

Manufacturer narrative:
In addition to the reportable malfunctioned that was mentioned in describe event or problem, the following additional evaluations were noted: the water tightness of the curved rubber is not maintained due to external factors. The bending angle insufficient due to the elongation of the angle wire. Scratches on the operation part due to external factors. Strange noise when operating the angle. The curved rubber has fallen off. The curved rubber adhesive is missing. Scratches are found on the rotation mechanism due to external factors. Scratches on the grip and scope connector due to external forces. The device was serviced and returned to the user facility. The investigation is ongoing and if new information becomes available later, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to external factors or handling. Olympus will continue to monitor field performance for this device.